Event description:
Hcp reports the pt presented for a pump explant. The physician cut the catheter and left the distal end of the catheter remain. The pt was on coumadin and the physician was fearful that removing the entire catheter may cause a spinal hematoma. The remaining distal portion was removed in 2004. The pt is reported to be doing fine.